Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into the emergency room after receiving inappropriate antitachycardia pacing therapy and shock due to noise. High, out of range (oor) pacing lead impedance was observed. A patient notifier was also delivered for oor measurements. Loose set screw was found when the pocket was opened. The set screws were tightened and there were no further issues or complications.